Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to heart complications and problems with his blood glucose levels. It was stated that the customer began using the insulin pump without getting any training, and would experience frequent low blood glucose levels and would sleep a lot. The customer would visit his hcp every three weeks, and was told that the insulin pump was supposed to give an alarm if his blood glucose levels went low. Prior to the event, the paramedics responded to a low blood glucose event, and the customer was taken to the hospital. The customer's sister was assured by the hcp that everything was going to be fine. The next day, the customer was found unresponsive by his mother. Nothing further was reported.